Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if either the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt called lifescan (lfs) on july 28, 2007 alleging, the one touch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter would not power on since 2007, at approx 4:30 pm; so, he was unable to use the meter. He stated that before the meter issue occurred, he dropped his meter in water. Upon opening the battery compartment, the battery was wet. In the evening, he ate dinner and took his insulin; he reported no symptoms at that time. The following day, in the morning, he began to feel hypoglycemic. He could not state a specific symptom, but stated that he gets a sensation telling him he is becoming hypoglycemic. He ate 2 peanut butter sandwiches and felt better 10 minutes later. The pt denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although the issue was due to trauma, because the pt alleged he became hypoglycemic after the meter issue began.